Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 480 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also stated that the insulin pump had insulin pump error. The customer was able to clear the alarm and rewind the insulin pump. The customer was able to passed the self test and high pressure test. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.